Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve. After confirming leaflet insertion, the clip was deployed. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted for stabilization. A total of three clips were implanted, reducing the mr to 3+. Three days post procedure, the mr was noted at 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: after the procedure on (B)(6) 2017, it was found that the slda clip was sliding toward the left atrium, and the anterior leaflet was prolapsing between the first and third clip. On (B)(6) 2017, the patient died due to chronic heart failure, ischemic heart disease and rapid progression of nephrotic syndrome. In the physicians opinion, the mitraclip partially contributed to death due to the prolapsing clip toward the atrium, and the residual mr. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of worsening mitral regurgitation (mr), heart failure, tissue damage, renal insufficiency or failure, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was reviewed by an abbott vascular senior medical advisor, who noted that the patient death was due to worsening clinical condition in relation to evolving heart failure and nephrotic syndrome. Residual mr, due to the slda, may have contributed to heart failure persistence or exacerbation, but there is no a direct causal relationship with the device, as causes of slda itself are often challenging anatomy and/or suboptimal operator technique. The reported partial clip movement on the leaflet was likely a secondary effect of the single leaflet device attachment (slda), as the clip began sliding toward the left atrium after the slda occurred. The reported patient effects of tissue damage and worsening mr appear to be a result of the movement of the slda clip, and therefore related to patient/procedural conditions. The residual mr and worsening clinical condition of the patient likely resulted in the worsening of the chronic heart failure, which ultimately contributed to the patient death. While a cause for the renal failure was not reported or confirmed, there is no indication that the slda and clip movement contributed to the reported nephrotic syndrome. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.